Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump functioned properly during functional checks, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test and unexpected restart error tests. No unexpected restart or unexpected turn off screen noted during testing. A battery was inserted multiple times and all the operating currents were within the specification. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.